Manufacturer narrative:
Lead model 39286 lot # v664181017 implanted: (B)(6) 2011 explanted: unk patient programmer model 37743 serial # (B)(4) implanted: na explanted: na recharger model 37752 serial # (B)(4) implanted: na explanted: na.

Event description:
Additional information received noted that the patient's xrays from appt on 2011-(B)(6) were normal per the physician. The call was about the patient programmer. The patient had had her device off, had not used the device or charged it, since 2011-(B)(6). The patient's physician directed her to get the patient programmer and antenna replaced and then setup appt time with the manufacturer's representative at the healthcare provider's office to try one more time to use the stimulation. The patient had some concerns, but trusted her physician. The manufacturer's representative planned to call the patient to set up a time to meet. The patient was getting a replacement patient programmer and antenna sent by repair.

Event description:
Additional information received noted that there was nothing wrong with the system upon interrogation. The mystim programmer worked perfectly fine as well. Impedance and battery checks all were normal. No surgical intervention was performed. Patient's normal therapy was fully restored.

Event description:
It was reported that a shocking or jolting occurred. Additionally, stimulation would not shut off. The event or symptoms occurred following a fall. The patient reportedly threw herself against the wall hitting her implantable neurostimulator (ins) because she was frustrated that she was not getting communication. The location of the patient's symptoms included the parasthesia area and up into the rib area. The impedance measurements were normal. An x-ray of the ins of the lead and/or extension area was recommended. The patient requested to leave stimulation off. Additional information reported that he patient was experiencing extreme pain due to high levels of stimulation. An overstimulation sensation was reported. Additionally the patient was unable to adjust stimulation or turn the device off. Additional information has been requested, but was not available as of the date of this report.